Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2022, the catheter was found damaged during use on the patient. No medical intervention was needed. The current patient's condition was reported as fine. Additional information on 12 oct 2022: the customer said the catheter was found bent.

Manufacturer narrative:
Qn# (B)(4). Additional information received from customer: "the catheter was inserted smoothly during the surgery on (B)(6), the preoperative use went smoothly, after 8 hours of use, the blood began to be pumped out, but there was no problem with flushing, the arterial waveform was distorted, the blood pressure could not be monitored in real time, the catheter was removed and found to be slightly bent, the blood gas could not be monitored after changing to non-invasive, and the blood gas analysis could only be performed after the surgery was over." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022, the catheter was found damaged during use on the patient. No medical intervention was needed. The current patient's condition was reported as fine. Additional information on 12oct2022: the customer said the catheter was found bent.